Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a routine post implant check. Upon review, the right ventricular lead exhibited decreased sensing, increased capture threshold and intermittent capture. Stored electrogram review also noted right ventricular lead noise. The lead was disabled. On (B)(6) 2018, the lead was successfully revised and the lead was reactivated. The patient was stable throughout.